Event description:
Needles and system tested prior to case with no issues reported. During the case, one of the icerod cx 90 degrees needles frosted up. Case was completed as expected with other needles, no injury to the patient. Needle is being returned to galil for investigation.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no deviation or concerns were found. Based on the investigation results, the customer complaint related to "frost" was verified as the needle failed investigation atp testing. It was observed that the needle showed insufficient vacuum insulation of the sleeve. No relation was found between needle assembly processes and the vacuum loss phenomena. No visible corrosive signs or soldering flux evidences were found on the vacuum sleeve external surface. No leak was found on the vacuum sleeve external surface. It was noted the needle shaft was bent when the needle was received for analysis. A bent needle shaft may compromise the internal vacuum insulation component within the needle shaft.